Event description:
The following information was reported to gore: on (B)(6) 2019, this patient endovascular treatment using gore® tag® conformable thoracic stent graft with active control system for a descending thoracic aortic aneurysm. No issue was reported and the patient tolerated the procedure. A mural thrombus was noted in the patient¿s thoracic aorta. On an unknown date in (B)(6) 2019, after the procedure, the pulse in the patient's left leg was weak. A left femoral artery cut-down was performed with angiography. There was no presence of large thrombus or occlusion in the femoral artery. The anterior tibial artery was explored next using a catheter. Thrombus was detected and a thrombectomy was carried out by aspiration. After thrombus aspiration, the pulse of the left leg returned. The patient tolerated the procedure. The physician stated that it was not confirmed whether the cause was device operation or catheter operation.